Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method 20fr was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2013. According to the complainant, during procedure, when the physician was pulling the endovive safety peg kit pull method through the stoma, the internal bolster was dislodged and detached from the feeding tube. The internal bolster detached when the tube was being pulled down the esophagus while the scope was also being pushed behind the peg kit. The physician passed a snare down the scope to retrieve the internal bolster. Patient was brought to the or for surgical peg placement since the physician was not able to insufflate the stomach endoscopically and it is unknown what kind of kit was placed in the operating room. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the male threaded portion of the dilating tip had pulled out of the female threaded inner ring. The male threads on the dilating tip did not present any damage and adhesive residue was visible on the threads. The inner and outer rings were found to be in proper position and the silicone tubing did not present any signs of tensile failure. During the evaluation the outer ring was removed, the silicone tube cut and the inner ring was removed for examination. The inner ring presented a slight amount of clear residue on the outer surface, the residue appears to be adhesive. Additionally the inner ring presented damage on the flat surface that was facing the dilating tip. A functional evaluation was performed by screwing and unscrewing the inner ring on the dilating tip with slight resistance noted. The complaint is consistent with the return that the dilating tip had separated from the tubing. It does not specify the amount of thread engagement needed for assembly of the mating components. It appears the threads of the mating components were not / partially engaged during the assembly process for this device, therefore the most probable root cause is manufacturing. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method 20fr was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2013. According to the complainant, during procedure, when the physician was pulling the endovive safety peg kit pull method through the stoma, the internal bolster was dislodged and detached from the feeding tube. The internal bolster detached when the tube was being pulled down the esophagus while the scope was also being pushed behind the peg kit. The physician passed a snare down the scope to retrieve the internal bolster. Patient was brought to the or for surgical peg placement since the physician was not able to insufflate the stomach endoscopically and it is unknown what kind of kit was placed in the o.r. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information from bsc sales rep on september 12, 2013: the event has nothing to do with incision size, scarring, tortuousity or resistance. Complication occurred because of technique.

Manufacturer narrative:
Preliminary investigation revealed that the dilator tip of the peg tube detached not the internal bolster. Investigation is not yet completed.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method 20fr was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2013. According to the complainant, during procedure, when the physician was pulling the endovive safety peg kit pull method through the stoma, the internal bolster was dislodged and detached from the feeding tube. The internal bolster detached when the tube was being pulled down the esophagus while the scope was also being pushed behind the peg kit. The physician passed a snare down the scope to retrieve the internal bolster. Patient was brought to the or for surgical peg placement since the physician was not able to insufflate the stomach endoscopically and it is unknown what kind of kit was placed in the or. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information from bsc sales rep on september 12, 2013: the event has nothing to do with incision size, scarring, tortuousity or resistance. Complication occurred because of technique.